Manufacturer narrative:
The results of the evaluation indicated that this event was attributed to an operator error during the packaging operation. Controls are in place to prevent this type of event. It is believed that this event is an isolated incident.

Event description:
A slit of the inner package stuck out of the outer package. There was no adverse consequence for the pt or delay in surgery or anesthesia time.